Event description:
It was reported that a malfunction alarm with code malf 0 occurred while the customer was at school without access to the necessary pump charging supplies. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer planned to complete the pump reset once home with the charging supplies, and technical support decided to keep the case open for follow-up. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. Malfunction code did not reoccur. Customer may continue to use the pump. Cts instructed caller to call back if any malfunction code recurs. Caller acknowledged and understood.